Event description:
It was reported that an ilet pump¿s front display became unresponsive while the device continued to vibrate and deliver insulin, as evidenced by maintained glucose within target per connected cgm; heat exposure was suspected by the user. Symptoms included none, with blood glucose reportedly unaffected and no hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no medical intervention and no impact on daily activities beyond the inability to view the device screen. Investigation included technical troubleshooting and education with the user, device replacement, and return of the original unit for evaluation. Investigation of the returned device revealed a display/screen malfunction consistent with a device hardware issue affecting the user interface while dosing functions remained intact. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.